Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. Depuy has received information stating that the depuy head was used in conjunction with a competitor liner. Manufacturer: zimmer. Product: hip liner. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised to address chronic left hip dislocation. First revision for dislocation took place in (B)(6) 2005. Currently, competitor liner was exchanged for competitor constrained liner, and depuy head replaced. No prod/lot information available.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.